Event description:
It was reported that the patient's generator was replaced due to battery depletion and high impedance was seen. Surgeon was not ready to perform lead revision at that time. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Corrected information, initial report: did not include information from company representative with further information from generator replacement surgery and additional information regarding pin re-insertion surgery. D. Corrected information, initial report: updated suspect product based on the information confirming the high impedance was due to incomplete pin insertion f10. Corrected information, initial report: updated codes h6. Corrected information, initial report: updated codes.

Event description:
Information was received from the company representative that impedance was normal prior to the generator replacement surgery. Pin re-insertion was performed after the high impedance was observed but diagnostics still showed high impedance. Test resistor was not used. The explanted generator was discarded. Surgeon noted he didn't observe any fractures or other anomalies. Additional information was received that the patient went back into surgery on 4/29/2022 and the lead pin was re-inserted, and the high impedance resolved. No further relevant information has been received to date.